Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure that the jaws of the vessel sealer extend instrument would not open. The surgeon was able to seal and cut once, and was attempting to repeat the procedure, when the issue occurred. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer's reported complaint. The instrument was found to have a dislodged grip ring. This failure causes the grip tips to not open when depressing the grip lever open. The instrument was placed and driven on an in-house system. The instrument passed the self test homing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No ceramic dots were missing. Additionally, it was found that the screw belonging to the grip ring was dislodged within the housing. This dislodged screw is the reason for the dislodged retaining ring and the malfunctioning jaws. The root cause of this failure is attributed to be manufacturing related. A review of the instrument logs for part #: 480422-01 batch/lot # l90211212-0233 and l90211212-0292 associated with this event was performed. The instruments were last used on (B)(6) 2022 on system serial (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument grips did not open. At this time it is unknown how the jaws were opened. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.